Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device was stalling. It was unknown how procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion.: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a laparoscopic supracervical hysterectomy procedure on 06/16/2012. A different device was used to complete the procedure. The surgeon opines the cause of the event was that the tenaculm used was too wide, rubbing against the blade and stopping the belt in the hand piece.